Manufacturer narrative:
Date of the event issue was reported as (B)(6) 2015.

Event description:
Information received from patient reported that their implantable neurostimulator (ins) was implanted in the gluteus maximus and it had popped out. They had a revision in(B)(6) 2015 where the replacement device was moved to the lower back. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.